Manufacturer narrative:
(B)(4). Device evaluation: the reported alarms were confirmed based on the information contained in the log file that was retrieved from the returned device. The log file captured a motor stopped event on (B)(6) 2015 at 2:42 pm while the patient was on battery support. The event lasted approximately 12 seconds and a driveline disconnect alarm was captured during the event. The system resumed operating at the set speed following the motor stopped event. The returned system controller was functionally tested using the manufacturer's laboratory equipment and was found to function as intended. The device passed the functional test procedure, confirming all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable event captured in the history screen. The locking mechanism was able to lock and secure the connector of the driveline. The evaluation could not determine a specific root cause of the motor stopped event captured in the log file. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 8 months (calculated from the date when the system controller was issued to the patient.) The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was seen in clinic on (B)(6) 2015 and low flow hazard, low speed advisory, motor stop, and driveline disconnect alarms were observed upon interrogation of the system controller. The patient reported that the alarms had occurred all of a sudden and resolved without intervention. The patient did not recall feeling unwell and it was reported that the vad had since functioned normally. It was also reported that the event history screen showed two incidents where both power cables were disconnected, which the patient denied having done. The system controller was exchanged. X-ray images of the patient's driveline and the system controller log file were submitted to the manufacturer for evaluation and did not appear to show any signs of a driveline issue.